Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn2038 showed no other similar product complaint(s) from this lot number. The device has not been returned at this time.

Event description:
On (B)(6), the guide wire was bent in a PICC catheter that was ready for use. The catheter was not used on the patient.

Event description:
On april 15th, the guide wire was bent in a PICC catheter that was ready for use. The catheter was not used on the patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed and was determined to be use related. One 4 fr per-q-cath with a stiffening stylet and t-lock inserted one excalibur microintroducer were returned for evaluation. An initial visual observation showed use residue on and within the returned catheter. Multiple bends were observed in the stylet; the more severe bends were measured to be approximately 4.8, 12.6, 13.3, 21.5, 22.2, 28.9, and 38.4 cm distal to the black handle of the stylet. A microscopic observation revealed the weld tip was present and intact and no kinks were observed in the coiled wire of the stylet. The number and severity of the bends observed in the returned sample as well as the amount of blood residue observed suggest the stylet was most likely bent during handling, manipulation, or attempted use.